Event description:
The following information was reported to kci by lifecell: on an unknown date, the pt's exposed graft (noted as "disintegrated") was treated with the v.a.c. Therapy system. After one week, it was reported that the graft was still disintegrated. Despite continued v.a.c. Therapy, it was claimed that the graft turned brownish and the wound tissue was observed to be necrotic. Multiple unsuccessful attempts were made to obtain additional information.